Event description:
Unk if the product was at a pt at the time of the event. Customer reported unspecified problems with this set model, in particular with leaking at the roller clamp. No add'l info was provided.

Manufacturer narrative:
Manufacturer's report date: 4/15/2009.